Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. The shock conversion was successful, however, the shock impedances were out of range again. Troubleshooting options were discussed and recommended. Subsequently, an x-ray was performed and everything appeared normal and reprogramming efforts were made. No additional adverse patient effects were reported.